Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly and leakage occurred after 18 hours. The hospital has reported no pt injury occurred.